Manufacturer narrative:
Investigation of the customer's complaint of breakage is confirmed. The evaluation of returned used blade, item 00507118100, found the blade has a broken tooth. The broken tooth was not returned. The returned blade has damage on both sides of the blade surface. The examination was performed per design print. The damaged condition of the returned blade is indicative of heavy use and/or the application of excessive force during use. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 18 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised to always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the 19.5 x 86 x 1.27mm oscillator blade, item # 00507118100, serial # (B)(4), that (B)(6) hospital, (B)(6) experienced on (B)(6) 2020. It was reported that during a left total knee replacement, one saw tooth from the oscillating saw broke off during surgery. It was being actively used in the patient and the surgeon was only cutting bone. There was no metal or any other hard surface that is unusual for the location of the saw in the joint . It is indicated there was no injury to the patient and the procedure was successfully completed using an alternate with a 2minute delay. When asked if the saw tooth fell into the patient, the reporter responded that it was "not reported". No other clarification was made available. This report is being raised on the basis of malfunction since there is no indication the saw tooth fell into the patient and it is indicated there was no patient impact or injury.